Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse adjusted software version to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the energy shield encountered error #297. Issue was not resolved with power-cycling. The logs indicated an issue with an energy shield, showing an error indicating a node revision fault associated with a specific node ID, and the condition was described as a hard fault. The procedure was aborted with no patient involvement.